Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generators (epgs) were directly related to patients experiencing tachycardia and fibrillation. It was further reported that these events were related to the device (epg) settings, epg connection issues, external epg cabling issues and loss of power to the epg. The current status of the epgs is unknown. It was indicated that the events led to patient death. There is no additional information available.